Manufacturer narrative:
The (B)(6) 2023 lead was explanted (B)(6) 2023 and has additional complaint of high impedance. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2023 lead was explanted (B)(6) 2023 and has additional complaint of high impedance. Upon receipt, the lead under complaint was found cut 12 cm distal to the df4 connector pin. A proximal and medial fragment were received for analysis. The distal fragment including the lead tip was not returned. An extraction aid was found on the medial fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation of the fragments was, apart from the present cut, free of breaches. Further analysis of the returned fragments did not reveal any deviations that might have led to the reported oversensing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Therapy for this lead was deactivated due to noise. The lead currently remains implanted. No adverse patient events were reported. Should additional information be received, this file will be update.